Manufacturer narrative:
Section h10: (h3) non complaint. Per cfr 21, 803.22, it is determined that the information received/legal jargon is not related to an adverse event for this particular device. If any information is received that indicates an adverse event has occurred due to this device the case/complaint will be reopened and appropriately investigated. The actual complaint from the legal file is appropriately captured in (B)(4).

Manufacturer narrative:
Concomitant medical products: 02-020-13-0240 - truliant cr cem fem cr cem left sz 4 6519329, 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t 5954886, 200-02-35 - three peg patella 35mm 6003772.

Event description:
It was reported that this male patient's left knee was revised 2 years post op due to daily pain and discomfort which limits his activities of daily living and impacts his quality of life. Following revision surgery, patient is continues to be limited in his activities of daily living. No other information available.